Event description:
Hosp reported that on the fourth day of extracorporeal membrane oxygenation (ECMO) a leak was detected at the housing joint. Device was changed out and the case was continued. The pt later expired, however, per the perfusionist, the pt's outcome was unrelated to the incident.